Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not load properly. A new kit was opened to complete the procedure. The event date is unknown. The hospital reported no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. Visual inspection revealed that the delivery tube was returned stuck in the loading device. The seal and the tension spring assembly were inside the body of the loader. The green slide lock and the white plunger were partially depressed on the delivery device. There was no evidence of blood on the device. Based upon the visual observations, the reported complaint "seal would not load properly" was confirmed. The white plunger should not have been depressed during the loading stage. The heartstring iii instructions for use (IFU) states, "do not unlock the lock on the delivery device handle until ready to deploy seal into aorta." A lot history record review was completed for the reported product lot number. There was no nonconformance which could be attributed to this failure mode. (B)(4).